Event description:
Reference MFR report :1627487-2019-04579.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report :1627487-2019-04579. It was reported that patient experienced stimulation lost. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg and the lead were explanted.